Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2226702 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) entered a non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was stored, prepped and used in accordance with the instructions for use (IFU). The vcd was used in a percutaneous transluminal angioplasty procedure using a retrograde approach. Patient information was requested but is not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx device and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. There was little access site vessel tortuosity. The sealant sleeves (cartridge assembly) were not out of position. The device was removed from the package in accordance with the IFU. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) entered a non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was stored, prepped and used in accordance with the instructions for use (IFU). The vcd was used in a percutaneous transluminal angioplasty procedure using a retrograde approach. Patient information was requested but is not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx device and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. There was little access site vessel tortuosity. The sealant sleeves (cartridge assembly) were not out of position. The device was removed from the package in accordance with the IFU. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received. As reported, as a 5f mynx control vascular closure device (vcd) entered a non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was stored, prepped and used in accordance with the instructions for use (IFU). The vcd was used in a percutaneous transluminal angioplasty procedure using a retrograde approach. Patient information was requested but was not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx device and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site did not have any visible calcium or plaque, and there was no stent near the puncture site. The vessel diameter was verified to be greater than 5mm in diameter, and it did not have a stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure; and there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control use. The sheath was not kinked or bent upon removal; and there was no visible bend or damage at the distal end of the balloon shaft after removal. Excess force was applied during insertion. There was little access site vessel tortuosity. The sealant sleeves (cartridge assembly) were not out of position. The device was removed from the package in accordance with the IFU. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned along with the syringe for investigation. Visual inspection of the received device showed that both button 1 and button 2 were fully depressed while the stopcock was found open. The sealant was not present, and it was observed that the device was in a fully deployed state as expected. Nevertheless, the catheter sheath introducer (csi) used with the device for this complaint was not returned for analysis. The device showed exposure to blood. The reported cracked damage to the sealant sleeves was not observed, nor any other anomalies. Per functional analysis, the mynx control was inserted into a laboratory csi to verify the condition of the delivery sheath in relation to the csi functionality. After the analysis, it was concluded that there was no evidence of friction observed with the reported device. The deployment functional test could not be executed as the device was returned fully deployed without the sealant. Per microscopic analysis, the sealant sleeves were observed to show evidence of a kinked condition that could be related to handling variables during usage in the procedure. A product history record (phr) review of lot f2226702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿mynx control system-impeded,¿ ¿sealant sleeves (cartridge assembly)-cracked,¿ and ¿mynx control system-deployment difficulty-premature¿ were not confirmed through analysis of the returned device as they passed visual/functional analysis and was received fully deployed. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, handling factors (excess force was applied during insertion) and/or the condition of the procedural sheath (although not returned for analysis) may have contributed to the damaged conditions of the sealant sleeves observed, which could have been perceived as a cracked defect, and the impedance reported. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. However, as the device was received fully deployed and there was no resistance/friction experienced during the csi insertion test, it is unknown if the condition of the sealant sleeves occurred during insertion into the csi or before deployment of the sealant. As warned in IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggest that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.